Manufacturer narrative:
(B)(4). Jaw. The device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to clip a vessel. Before closing the clip, the clip felt incorrect closed out of the jaw. As the device was out of the patient, the surgeon could see that the clips were not closed parallel. The surgeon opened a second device for finishing the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.